Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to unrelated issues. It was stated that the customer had a blood infection, and she was experiencing high blood glucose for several hours. The customer's most recent glucose reading was 359mg/dl. It was stated that she was treated with a manual injection of 4.0 units of insulin, and fifteen minutes later she gave a bolus of 2.5 units with the insulin pump. Troubleshooting was performed. Ran a fixed prime test and the insulin did not exit. Advised the caller to change the infusion set again. Performed a high pressure test and passed. No further info was provided.